Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button sticks in and is often unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.